Event description:
Our 7 year old son had a small wound on his elbow. We applied a nexcare waterproof bandage on his wound to protect it thursday evening. On saturday he complained of it hurting, yet we attributed it to the wound. On sunday, the bandage began falling off, and it became quickly apparent he was having a reaction. The entire area was red. We quickly cleaned it, and had his put a cool compress on it. Later that evening, due to discomfort, we went to the ER. Unfortunately, the ER didn't do much of an exam (none at all), though prescribed him with steroid cream. The next day, it began blistering and oozing. The following days, it continued to ooze and his skin began lifting. It appears just like a burn. Now, 4 days later, nearly the entire top layer of his skin has peeled off, it continues to ooze, but seems to be healing. Yet, it has a ways to go. This was a direct result of the use of a nexcare waterproof bandage, and appears just like a chemical burn. Reason for use: injury.